Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset that appears consistent with the report of the patient deliberately turning the pump off and on. The submitted controller event log files captured events on 11jun2023 and 13jul2023 ¿ 17jul2023. The system appeared to operate as intended at the stored patient speed for the duration of the files. The submitted left ventricular assist device (lvad) event log file captured a software reset indicating that the pump was restarted on 09jul2023, consistent with the reported event. Additionally, the submitted controller periodic log file from the patient¿s current primary controller, (B)(6) contained data captured in 1-hour intervals from 06jul2023 at 16:58:57 ¿ 17jul2023 at 07:57:34. On 07jul2023 at 05:58:53 and 06:58:53, driveline power fault alarms were active. The onset of the driveline power fault was not recorded, as the periodic log file captures events at designated intervals and the corresponding controller event log file was not available. There was no interruption in pump function during the alarms. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including driveline power faults. Section 8 of the patient handbook also contains a section on handling emergencies, including driveline power faults. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline power fault alarms were captured on 07jul2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-05428. It was reported that the patient's controller died after falling asleep on battery power, requiring the patient to perform a controller exchange. Of note, the patient had been deliberately turning off their pump to see how they felt; the longest period the pump was off for was 4 hours. A review of the current primary controller's log files revealed numerous low voltage advisory alarms and low voltage hazard alarms while the patient was on battery power. A review of the exchanged primary controller's log files captured frequent low voltage advisory events on battery power. Odd relative state of charge (rsoc) voltages were noted with diminished runtimes at low battery charges. No broken or bent pins were found in the exchanged controller. Additional review of the log files revealed driveline power fault alarms.